Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 91676401, and the expiration date is 31-jul-2026. Calibration and qc were within range on the date of the event. In the alarm trace, there were frequent alarms for a lack of water observed, insufficient sample, and abnormal aspiration. Insufficient sample and abnormal aspiration alarms are consistent with poor pre-analytical handling. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 701 module for approximately 25 patients.